Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the adhesive of the statlock was not sticking to the skin. There was previous usage without complications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the adhesive of the statlock was not sticking to the skin. There was previous usage without complications.

Manufacturer narrative:
Received 1 used statlock only for evaluation. The reported event was inconclusive. Based on the evaluation results, the root cause of the pad detachment could not be determined based on the sample conditions. The returned sample was visually inspected, observing that it was attached to the internal wall of the ziploc bag it was returned in. The pad had hairs on the glue. Based on the sample condition, it was uncertain how the adhesive came off or if there was insufficient adhesive backing delivered by the pad material supplier. No functional evaluation was completed since the condition of the sample was received could have potentially caused damage the pad surface. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use the statlock device where loss of adherence could occur, such as with a confused patient, diaphoretic or nonadherent skin, or when the access device is not monitored daily." (B)(4).

Event description:
It was reported that the adhesive of the statlock was not sticking to the skin. There was previous usage without complications.